Event description:
On (B)(6), 2099, a (B)(6) old female patient underwent dental implant surgery was implanted with the allograft. On (B)(6), 2009, the patient developed symptoms of pain and swelling, as well as, the onset of suture removal from the membrane. The patient was prescribed oral amoxicillin and flagyl for the first month. No biopsy was taken to identify the cause of the infection. The surgeon indicated that since three different materials were used during the procedure, he was unable to determine which product caused the infection.